Event description:
The doctor was performing crown and bridge work on a patient, when the bur walked out of the chuck, and was swallowed by the patient. The patient required two colonoscopy procedures to surgically remove the swallowed bur.

Manufacturer narrative:
The doctor advised us that he had noticed the bur continued to slip prior to this event, and continued to use it without notifying us of the potential problem.